Event description:
It was reported that a flogard infusion pump presented an error. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a door open alarm on channel 2. The reported condition was confirmed as the door open alarm. The cause of the door open alarm was determined to be a damaged door latch. To correct the condition, the door latch and latch roller were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.